Manufacturer narrative:
(B)(4). Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: why was it necessary to ligate the vessels with sutures? The device could not be opened after its closure. When the device was removed, the clip had torn a part of the vessel. Were the clips malformed? The clips were well-formed. The issue came from the mechanism of the device. Did the clips fall off the vessels? The clips were removed from the patient.

Event description:
During the procedure, difficulties was noticed when closing the device. Difficulties was also showed in reopening the device once the clip is placed. It was necessary to ligate the vessels with sutures. No consequences for the patient.